Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked; had fluid in the external packaging. This issue was identified during set up / preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between june 12, 2023 ¿ june 14, 2023. H10: the device was received for evaluation. Visual inspection via the naked eye was performed, and a leak at the untightened red luer cap was observed. A functional leak test was performed by filling the unit with green colored water to the nominal volume. After fill and prime, to ensure the red luer cap was securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The unit was monitored until the next day. The next day, no signs of leak were observed. The reported condition was verified. However, the red luer cap is not a baxter product. Therefore, the cause of the condition was user error. The product label (IFU, instructions for use) instructs the user not to use the device if the luer cap has been removed or is missing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.